Event description:
Additional information received notes that the atrial lead and right ventricular lead exhibited noise reversion due to electromagnetic interference (emi) no intervention was performed. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was n noted that the pacemaker and the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. No intervention was performed. The patient experienced no consequences and will continue to be monitored.